Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was in 40 mg/dl. The customer reported issues with the sensor. It was reported that they could not find sensor and woke up at blood glucose of 344 mg/dl. The customer stated that the sensor was not sensing correctly. When they went to bed, the blood glucose was 90 mg/dl. The customer over corrected. The customer reported that they did receive a calibration not accepted alert. Customer reported consecutive sensor alerts with different sensors. Customer was unable to run test on transmitter. Customer was reporting a slight bend or curve to sensor cannula. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.